Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received reported that the patient underwent atrial flutter ablation treatment and the arrhythmia resolved. It was said the atrial flutter was diagnosis pre-vad and was not device or therapy related.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. Review of the submitted log files captured the device operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that eogo was ruled out via echocardiogram and computed tomography angiography.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Eogo was not confirmed. The cause of the low flow alarms was atrial flutter. The low flows resolved and that the patient was asymptomatic. The plan was to undergo atrial flutter ablation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experienced multiple unexplained low flows with clinical concern of extrinsic outflow graft obstruction. The patient's recent right heart catheterization (rhc) and echocardiogram which displayed normal left ventricular assist device physiology. The patient's blood pressure was also normal. Log files were submitted for review and captured 116 pulsatility index (pi) events and 9 low flow flags on (B)(6) 2025 that were not sustained long enough to activate an audible alarm. There were no other unusual events recorded in the log file event history.